Manufacturer narrative:
A (B)(4) consultant discussed that one month after the device was implanted, (B)(4). (B)(4). In all cases, the delivered shocks are effective at initially terminating the arrhythmias. The last delivered shock occurred one day prior to the patient's death with a charge time of 6.9 seconds and shock impedance of 28 ohms. All lead measurements and diagnostics were in normal range. Review of electrograms (egms) showed appropriate sensing. There were no noisy signals or artifacts on the ventricular or shock channel. All episodes appear to have a similar onset with a long/short r-wave phenomenon proceeding the vt/vf. There was no mention of patient indication or an atrial arrhythmia history; however, the electrograms (egms) suggest there are irregular conduction patterns contributing to the onset of the arrhythmias. In addition, boston scientific engineers did a further diagnostic review. No faults or resets were recorded and all lead impedance measurements were confirmed to be in normal range. The last shock recorded was also confirmed to have been delivered. There were no indications that this device had malfunctioned. At this time, this device and rv lead will not be returned for laboratory analysis based on the patient's family's wishes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead experienced a loss of consciousness and fell, resulting in a brain hemorrhage. The patient was hospitalized. Interrogation of the ICD revealed that the patient's heart rate was between 20 to 30 beats per minute (bpm). It was also discovered that the pacing thresholds were higher than what was programmed during a patient follow up that occurred eight days earlier. The outputs were increased but the patient later expired. There is an allegation from the patient's family that the ICD and lead contributed to the patient's death. The ICD and lead were explanted, but are currently being held by the hospital. The patient's family would not allow a boston scientific representative to program the device to monitor only to preserve the stored memory, nor would they allow the representative to perform a memory download. In addition, the patient's family is seeking legal counsel. It is unknown if the ICD or lead will be returned for laboratory analysis. Additional information was reported that a save to disk had been performed two days before the patient died. The data was sent to boston scientific technical services (ts) for further analysis.